Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Patient underwent right internal jugular vein powerport placement. One year later, patient presented to hospital for some difficulty with the port and concern for possible infected port. Patient with reported gram-negative bacteremia on blood cultures and was activated as a code sepsis. X-ray chest was performed which showed right sided mediport with the tip overlying the lower superior vena cava. Added merrem to broaden coverage. She was recommended for removal and replacement of the port and the patient underwent successful removal of right sided powerport. Therefore, the investigation is confirmed for the reported infection, bacteremia and sepsis issue. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 11/2022), g3, h6 (method) h11: b2, e1, h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately eleven months and seven days post a port placement via the right internal jugular vein, the patient allegedly developed with bacterial infection. It was further reported that the patient allegedly developed with bacteremia and sepsis as a result of the defective infected port. Reportedly, the defective infected port was removed and new port has been implanted. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that approximately eleven months and seven days post a port placement, the patient allegedly developed with bacterial infection. It was further reported that patient developed with bacteremia and sepsis. Reportedly, the infected port was removed and new port has been implanted. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.